Event description:
Information from a healthcare professional via a manufacturer representative reported that during a reoperation for loosening of two screws implanted at l2/3 in a posterolateral lumbar fusion procedure, the removed device was found to have an adhered screw head and screw thread resulting in restricted motion, with minimal movement achieved only when force was applied, no malfunction of the set screw, no patient symptoms, and no further complications.

Manufacturer narrative:
G2: country of origin is japan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.